Event description:
This is a spontaneous case report received from a medical doctor in united states on 13-oct-2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013 for permanent sterilization. Hsg (hysterosalpilngogram) test was performed three months and showed patency on left side only. Hsg test at six months was read by a different doctor, who said that patient had bilateral occlusion and that she could rely on essure. On (B)(6) 2015, the patient was (B)(6) pregnant (device ineffective). Essure was ongoing. Result and assessment of the product technical complaint investigation received on 14-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to any medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect based on the available information, there is no relationship between any medical event(s) or the lack of efficacy event and a quality defect. Follow-up from 25-jan-2016: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up information was received on 29-aug-2016. Pregnancy questionnaire was provided. This is an incident case now. Patient´s demographic information was provided. Her medical history included 6 previous pregnancies (4 full-term birth, 1 spontaneous abortion and 1 induced abortion). No problems reported with previous pregnancies. On (B)(6) 2013, essure was inserted. She used oral contraceptives until hsg. In (B)(6) 2012 (discrepant with essure insertion date), hsg was performed and showed right side occluded and left tube was patent. On (B)(6) 2015, hsg was repeated and tubes were occluded; both essure devices were identified and appeared appropriated positioned. On (B)(6) 2015, hcg and ultrasound exams were performed and confirmed pregnancy. Her last menstrual period occurred on (B)(6) 2016 and expected delivery date was (B)(6) 2016. On (B)(6) 2016, patient gave birth to a male child at (B)(6) via vaginal. His weight was (B)(6). Abnormalities were denied. On (B)(6) 2016, bilateral salpingectomy with essure coil was removed. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and, approximately 2 years after essure insertion procedure, she got pregnant (device ineffective). According to additional information, bilateral salpingectomy was performed with essure removal. Pregnancy with contraceptive device is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test; however, as she got pregnant more than 2 years after essure insertion and, given the nature of this event, causality between the pregnancy (device ineffective) with essure cannot be excluded. Upon receipt of the information that the device removal was required, this case was then classified as incident. Product technical analysis was performed with neither batch number nor complaint sample. According to results there is no relationship between the reported medical event(s) and quality defect. No further information is expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: (B)(4). Sample not available since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude me possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the provided information the defect type corresponds to the following meddra llt: device ineffective. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medicals or lack of efficacy event cannot be totally excluded. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 7-feb-2017: quality-safety evaluation of ptc updated. Company causality comment: this spontaneous case report refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted for permanent sterilization and, approximately 2 years after essure insertion procedure, she got pregnant (device ineffective). According to additional information, bilateral salpingectomy was performed with essure removal. Pregnancy with contraceptive device is listed in the reference safety information for essure. Unintended pregnancies may occur during any contraceptive use. In the present case, it was not reported whether the consumer underwent a confirmation test; however, as she got pregnant more than 2 years after essure insertion and, given the nature of this event, causality between the pregnancy (device ineffective) with essure cannot be excluded. Upon receipt of the information that the device removal was required, this case was then classified as incident. A product quality defect could not be confirmed but is considered plausible. However, the medical events and lack of efficacy are known, possible, undesirable events and not indicative of a quality deficit per se. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.